Manufacturer narrative:
Additional information was received that the infection was not device related.

Event description:
A report was received that the patient had infection around the scs. The physician assessed that the battery site was red and tender and had a very small punctate wound in the middle of the incision and drainage of serosanguinous fluid. The patient was also noted to have a slight amount of tracking along the track of the electrodes. The patient was prescribed with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection around the scs. The physician assessed that the battery site was red and tender and had a very small punctate wound in the middle of the incision and drainage of serosanguinous fluid. The patient was also noted to have a slight amount of tracking along the track of the electrodes. The patient was prescribed with antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had infection around the scs. The physician assessed that the battery site was red and tender and had a very small punctate wound in the middle of the incision and drainage of serosanguinous fluid. The patient was also noted to have a slight amount of tracking along the track of the electrodes. The patient was prescribed with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. No anomaly noted in the sterilization record. Device exhibits normal device characteristics.